Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure of the system, the left ventricular lead caused coronary sinus dissection. The lead was not implanted. On (B)(6) 2018, a new lead was implanted successfully.